Manufacturer narrative:
A ge svc rep performed an onsite investigation. The cable to the right touch screen was reconnected. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys would not capture fluoroscopic x-rays and locked up. No pt injury was reported.